Event description:
It was reported that a boston scientific device was implanted. According to the complainant, after implantation the patient experienced vaginal bleeding, frequency, urgency, urinary leakage, painful sexual intercourse, vaginal scarring, painful urination, nocturia, and vaginal abdominal and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.